Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. At an unknown time post procedure, imaging showed that there was a device leak. The physician made the decision to implant coils in the leak in order to seal the laa. There were no patient complications that were reported to have occurred as a result of the leak or the intervention.